Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a collateral vessel using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, after 15-20 cm of the pod pc was advanced into the target vessel the physician reported it was not packing as intended. Therefore, the pod pc was retracted for re-positioning. However, upon retraction, the physician experienced slight resistance and the pod pc unintentionally detached. The physician then attempted to remove the detached pod pc and the lantern together; however, 1/3 of the pod pc was firmly implanted into the target vessel. As a result, only the lantern was removed and the remaining 2/3 of pod pc remained in the aorta. While attempting to snare the pod pc from patient's vessel, the physician encountered difficulty. It was reported that the pod pc was snared from multiple access sites because it kept flipping from one iliac branch to the other. Subsequently, the pod pc was snared from a contralateral vessel. It was also reported that with each snare attempt, the pod pc would begin to retract out of the patient¿s body with the snare before breaking, pulling out the snared strands of platinum and hd fiber. The last snare attempt resulted in a break within the target collateral vessel. This left approximately 15cm of the pod pc, which embolized the target vessel. Therefore, no additional coils were needed, and the procedure was ended at this point. There was no report of an adverse effect to the patient.